Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the pipeline did not open when placed in horizontal section. There were additional steps or other devices attempted to open the pipeline; it was attempted to retrieve the pipeline and pull it back as a whole, but failed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured cavernous sinus aneurysm with a max diameter of 12mm and a 6mm neck diameter. The landing zone was 4.1mm distally and 4.2mm proximally. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed the stent was adhered to the wall and contrast agent was retained. It was reported that after the stent catheter m tube was in place and reached the m2 segment, the stent began to be deployed and deployed in the mi segment. Since the mi segment was not straight, the m tube was withdrawn about 10mm and the tip end of the stent was not opened, so the whole was pulled back to the internal carotid artery to open, but the tip end still did not open. It was retrieved and deployed again, but still did not open. Then the whole was withdrawn and was replaced with model ped-425-25 product, which was successfully opened and deployed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Product analysis #706959521:equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex device was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the tip coil is in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker or re-sheathing pad. The distal hypotube and ptfe shrink tube were intact, with no signs of elongation and damage. The braid¿s distal end was not opened and frayed, while the proximal end was opened and frayed. Testing/analysis: n/a conclusion: the reported information and device analysis confirmed the customer¿s complaint of ¿failed to open¿ as the braid¿s distal part was not opened and frayed. However, the cause of the failure to open could not be determined. Possible causes include severe vessel tortuosity, the user deploying the braid in the vessel bend, and damaged braid. The customer reported that the pipeline flex device was placed on a horizontal section, ruling out the user deploying the braid in the vessel bend as a potential cause. The severe vessel tortuosity and damaged braid may have contributed to the failure to open. The braid can be damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Per the instructions for use (IFU): ¿use in anatomy with severe tortuosity, stenosis or parent vessel narrowing may result in difficulty or inability to deploy the pipeline flex embolization device and can lead to damage to the pipeline flex embolization device and microcatheter.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.